Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and absorbable hemostat was used. Post-op the patient went to the ER for something unrelated to our products when imaged, presented with what the radiologist thought was an abscess. Patient was kept in the hospital for a week due to the thought that this was an abscess. The patient was discharged with no issues and did not have an abscess or infection. The patient is doing fine. Additional information was requested.